Manufacturer narrative:
Pending investigation.

Event description:
User reported a loss of sweep after the quantum workstation and ventilation module lost power that caused the user to place the patient on tank oxygen. The system powered back on without additional intervention. The user reported that there was no harm to the patient.